Manufacturer narrative:
This report is submitted on july 12, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 under general anesthesia due to pain at the implant site. It is unknown if there are plans to reimplant the patient as of the date of this report.